Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The pump was blocked during the infusion and 5 ml of liquid was left. The device contained 180 ml of endostar and 159 ml of saline. The expected infusion time was 36 hours, but the actual infusion time was 40.5 hours. A catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-05133. All information can be found under manufacturer report number 1416980-2025-05133. Should additional relevant information become available, a supplemental report will be submitted.